Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 09/01/2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 09/16/2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Gold markers were placed prior to the spaceoar placement. According to the complainant, a magnetic resonance imaging (MRI) showed no endothelin-converting enzyme (ece ) or systemic viral infection (svi). However, it was noted that there was a grade 2 rectal wall infiltration into the left prostate apex. Reportedly, the patient has developed rectal discomfort and rectal bleeding. The patient received a standard fraction radiation, a sigmoidoscopy would be warranted to evaluate any rectal wall ulceration and if the pain or bleeding will be worsen. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.